Event description:
It was reported that the patient passed away. The cause of death was brain death. The patient suffered a massive stroke during or following implantation. The pump was manually stopped after two days.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.